Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The physician measured the size of the common iliac artery (cia) using a 18mm amplatzer sizing balloon ii. During procedure, upon placing the prosthesis via the delivery system, it was found to be too small. The mis-sizing was confirmed after reviewing the transesophageal echocardiogram (tee). The prosthesis was removed, and the balloon was reinserted, at that point it was discovered to be punctured. There was no issues of malfunction noted on the occluder and delivery system. The occluder was removed from the patient prior to release from the delivery cable. There was no allegations to the sizing against the occluder. A new 26mm amplatzer septal occluder and 10f amplatzer trevisio intravascular delivery system were chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Event description:
N/a

Manufacturer narrative:
An event of material split, cut or torn of sizing balloon was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. A video of imaging was received from the field, showing the puncture on the sizing balloon. Information from field indicated that the balloon was reinserted, at that point it was discovered to be punctured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined.